Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in back-up vvi mode. Upon device interrogation, low battery voltage due to excessive shocks was noted. Device replacement was recommended. The patient was in stable condition. It was later reported that the patient expired due to non-cardiac reason.